Event description:
The customer stated that there was a delay between the bedside monitor alarm and the alarm at the central monitor.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.